Manufacturer narrative:
The reported event was confirmed, as manufacturing related due to a hole within 0.5" of the bifurcation. Visual evaluation of the sample noted one opened (without original packaging) used meter drainage bag with inlet tube, sample port connector, syringe, statlock, and lubrisil foley with an intact tamper evident seal. It was noted that there was a 0.0565" slit 0.0525" from the bifurcation above the drainage lumen. Cuts in lumens are not allowed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be that the operator hits the catheter shaft against the bottom insert when removing the catheter from the mold. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve are mat be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lubrisil 2-way foley catheter leaked at the y-port upon insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lubrisil 2-way foley catheter leaked at the y-port upon insertion.